Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing the up, down, and ok keypad buttons were found to be intermittently unresponsive; the contrast button was unresponsive. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, evidence of moisture was found within the pump.

Event description:
On (B)(6) 2012, the patient contacted animas and reported that after exposing the pump to moisture that day, water was noticed in the display screen. During the call with customer support (cs), the patient noted that the keypad buttons became unresponsive. The patient denied damage to the keypad and indicated that the left side of the display screen was cracked. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.